Event description:
Customer's mother reported a hospitalization due to high blood glucose. The current blood glucose reading is 495 mg/dl. Customer experiencing ketones, vomiting and excessive thirst. Caller stated that customer has been sick for the past week. Diagnosed diabetic ketoacidosis. Caller stated that hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.